Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 302 mg/dl. Customer stated that she changed the infusion set twice already due to having high blood glucose. Customer stated that when she removed the infusion set she learned the cannula was bent. Customer was offered to transfer to helpline but she declined stated that she went to the doctor's office the next day.